Manufacturer narrative:
Integra has completed their internal investigation on august 14, 2017. Results: evaluation of returned device; the product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid. No further review is deemed necessary; the product was investigated but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Future incidents of this nature will be documented for recurrence and trending purpose. DHR review; no anomalies that could be associated with the complaint incident were observed complaints history; the review encompassed dates 10-aug-16 to 10-aug-17. A total of (B)(4) complaints were reviewed of which (B)(4) complaints were identified; the complaint reports were reviewed and no anomalies that could be associated with the complaint incidents were observed. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. During the time period ¿sep 16 to aug 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (2) can therefore be calculated as (B)(4) (occasional) of procedures. This percentage is outside the expected rate of occurrence scored in the health risk assessment. No further review required. Conclusion: the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.

Event description:
This monitor gave the customer very sporadic readings- negative numbers to high 200¿s. There was patient involvement. There was no patient injury, revision, or surgery delay reported. Additional information has been requested.